Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 63 mg/dl when his actual blood glucose level was 134 mg/dl. The customer stated that the insulin pump was continuing to alarm that he was low blood glucose. Troubleshooting was done. Nothing further reported. Advised to call back if the customer had further questions or concerns. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.